Event description:
Consumer placed a call in through the rest assured line to report rest assured nite protector. He had a problem with the two halves and the soft and hard come apart after a short period of time. He states that after a short period of time this has occurred and he would like a refund for the unit. A letter was received from him in follow up along with proof of purchase for the product in the form of receipt, lot code, and upc.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.